Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have not seen improvement since implant and the stimulation comes and goes. Patient said that last night and this morning actually have seen more leakage. Patient stated they have increased the stimulation and have a sharp and uncomfortable feeling in their vaginal area where they feel the stimulation sensation. Agent reviewed information and during the call, patient decided to decrease the stimulation from 1.4 to 1.2 to see if that feeling subsides. The patient reported that they have felt some pain that comes and goes after sitting on a call for hours during a trip they had on may 21st. Patient reported soreness and two days later it was still tender. Patient has resumed their daily activities and said they have been bending and stretching but mentioned they have been careful while doing so. Patient also mentioned they feel the implant area was sore when they go to sleep some nights. Patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated they have an appointment w ith their hcp next week.